Event description:
Customer called reporting blood at his sensor insertion site there was blood all the way up the cannula and on the connectors. Customer's blood glucose is 124 mg/dl. The site is not actively bleeding. There is blood on the sensor connectors. He inserts in the abdomen area. The sensor was not tugged or pulled after insertion. Customer follows proper insertion methods. He was advised to replace the sensor since blood on the connector can possibly damage the transmitter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.